Event description:
Permacol soft tissue implant was used in the abdomen. It is reported that all sutures tore out of the product, leaving the implant in the fascia. This resulted in more surgery to remove free floating implant and for replacement of the implant with another product.